Event description:
It was reported by svc report that the fowler would not lower into its lowest position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler assembly.